Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (B)(6) 2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with recurrent ventral abdominal wall hernia and epigastric abdominal wall hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh. Per operative notes, ¿an epigastric hernial fascial defect with some incarcerated preperitoneal and omental fat and abdominal wall hernia recurred at the superior aspect of the umbilicus was noted. The hernia contents were reduced back into the abdominal cavity. A ventralight st using echo ps mesh was placed between two hernias and secured using sutures and bard tackers. The prior old mesh in lower abdominal wall area was secured along with new mesh with sutures and tacks.¿ (note: the mesh noted during this procedure is unknown) attorney alleges that patient had hernia recurrence, pain, scar tissue.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.